Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that leads to a leak at the tubing channel and corner of the balloon tab. The operations quality engineer was notified, and a non-conformance report (nc) was initiated for this issue. The non-conformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard base risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupations: rtr, lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band lost inflation on way from the cath lab to the recovery bay, approximately 15-20 minutes after application. Manual pressure was applied to hematoma that developed. The patient was in stable condition. The procedure was a successful left heart catheterization. The estimated blood loss was less than 250cc. Additional information was received on 10may2023: they started with 18 ml's and patent hemostasis was achieved with 10ml of air. When the patient arrived in recovery, approximately 15 minutes later, the site was bleeding. The recovery nurse added 5mls of air to achieve hemostasis and watched closely until the air was removed, and complete hemostasis was achieved. No noticeable damage to the device was noted.